Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the most recent repair record determined the comb was bent. The comb, bottom roller, and gear were replaced and resolved the reported issue. Review of the previous repair record identified the gear was bent and replaced, which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during testing the device was bent. No harm or delay reported. No further information provided. There was no adverse event reported as a result of this malfunction.